Manufacturer narrative:
The complaint for ¿invalid impedance¿ was confirmed. Microscopic inspection of lead revealed a kink with all broken wires. As there was no breach of the outer tubing and no stimulation was observed prior to the revision, the fracture was consistent with an overstress condition the lead was subjected to while inside the patient.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) lost stimulation. Preoperative and intraoperative lead diagnostic testing revealed invalid impedance measurements. In turn, the physician explanted and replaced the lead which resolved the issue.